Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was false asystole episodes seen due to a loss of contact with tissue. It was further noted that there was noise being oversensed. The loop recorder remains in use. No patient complications were reported as a result of this event.

Event description:
It was reported that there was false asystole episodes seen due to a loss of contact with tissue. The loop recorder remains in use. No patient complications were reported as a result of this event.